Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 29 mg/dl; cause was unknown. Details and nature of treatment at hospital were unable to be provided. The customer declined further assistance from tandem technical support regarding the hospital issue. Reportedly, a replacement pump was sent to the customer for customer satisfaction and customer reverted to an alternate method of insulin. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.